Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The distributor's fse that discovered the issue replaced the drive manifold. Leak test k6, k6a, k7, k8 was performed with passing results. All functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during a preventive maintenance (pm) of the cs300 intra-aortic balloon pump (iabp), a service engineer of an authorized getinge distributor discovered leak test results for k6, k6a, k7, k8 were out of range. There was no patient involvement and no adverse event was reported.